Event description:
Technician alleged brakes at head of stretcher will not engage. He found pivot block broken and not holding brake linkage in place. Technician replaced broken block, brakes working fine.